Manufacturer narrative:
The reported events of under sensing and increase capture thresholds were not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During a remote follow up, decreased sensing resulting in under-sensing and increased capture thresholds were observed on the right ventricular (rv) lead. X- ray imaging was performed; no anomalies were noted. The rv lead was explanted and replaced to resolve this event. The patient was stable.